Event description:
It was reported that the user experienced hyperglycemia while using the ilet system, with blood glucose reaching 401 mg/dl and remaining above range for approximately 3.5 hours; there were no system alarms or contact detachments, and the user contacted support while changing supplies, receiving troubleshooting and education on proper supply replacement. Symptoms included high blood glucose without acute clinical effects. Outcomes included no medical intervention, no ketone testing, and no use of backup therapy. Investigation included customer counseling and device-use troubleshooting. Investigation of this case revealed no device malfunction or delivery interruption, and the cause of the hyperglycemia remained unclear. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.